Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had time clock anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that gain was not greater than four minutes per month. Customer also states that gain was greater than four minutes per month. The insulin pump will not be returned for analysis.